Event description:
It was reported, there was image disturbance with the camera head due to cable movement. The reported issue occurred during preparation for use prior to sedation. There were no reports of patient harm.

Manufacturer narrative:
This supplemental report is being submitted to provide the results of the legal manufacturer's final investigation. A review of the device history record found no deviations that could have caused or contributed to the reported issue. It confirms that the device was shipped in conformance with specifications. The device was returned to olympus for inspection and the reported failure was confirmed. A definitive root cause could not be identified. Based on the results of the investigation, it is likely the following led to the malfunctions: because cable unit is fallen off, noise occurs and no image is displayed and due to poor water-tightness of cable unit, water tightness is lost. Olympus will continue to monitor field performance for this device.

Event description:
It was reported, there was image disturbance with the camera head due to cable movement. The reported issue occurred during preparation for use prior to sedation. There were no reports of patient harm.

Manufacturer narrative:
E1: (B)(6). The device evaluation is ongoing. A supplemental report will be submitted when the investigation is completed or if additional information becomes available.